Event description:
It was reported that a motor stall occurred and recovered. The motor stall lasted five minutes. The stall was caused by the healthcare provider (hcp) using a magnet while initiating telemetry with the pump. There were no patient symptoms related to this event.

Manufacturer narrative:
(B)(4).